Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. The c-34 error was triggered on startup and mono coag activation. There was no significant scratches or dents. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to a defective iesu.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, error c-34 appeared on the erbe integrated electrosurgical unit (iesu) generator. Onsite was not connected. No external magnetic interference in the operating room (or). The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller though power cycle and 2 minutes hard power cycle of the erbe generator with no change. The procedure was converted to another dv. No known impact or patient consequence was reported.